Event description:
It was reported that (1) tsb35 was used during an unknown procedure. It was reported by the affiliate that the device did not staple and did not cut. Another instrument was used to complete the case. No adverse pt outcome.